Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tip separation was confirmed. A review of the lot history record revealed no non-conformances from the reported lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the orange-colored tip separated from the 2.75x12 nc trek balloon catheter when the protective sheath was removed from the nc trek. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.